Event description:
It was reported that when using the bd pyxis¿ medflex 1000, application was frozen. Customer reported that the medbank application was frozen on the screen, the touchscreen was unresponsive, and users were unable to log in. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was frozen. A technical support specialist (tss) remoted into the system and found that the medbank application was frozen due to windows visual studio running in the background. Visual studio was closed, and the medbank application was reopened, after which the issue was resolved, and the user was able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.